Manufacturer narrative:
The device was not returned for evaluation. The issue was determined to be due to incorrect installation and routing of the power cable. The cable was reinstalled correctly. The device was returned to service. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would intermittently not power up. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.